Manufacturer narrative:
Other text: h10. Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. Error code 1871 that was reported by the customer was evidenced in the event history log (ehl). This error code was also reproduced when the prime key button was pressed during functional testing. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced to address the reported product problem.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1871 alarm. No patient was involved in this event. No adverse effects were reported.